Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap on a small volume intermate broke during manipulation. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 21, 2014 ¿ march 24, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.